Manufacturer narrative:
Technician replaced the broken left siderail end tube to resolve this issue. Unit was in repair shop.

Event description:
Information received alleged that the siderail was not staying up. No injury alleged.